Event description:
It has been reported to philips that the images did not show on the flexvision monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision does not show any images. Upon function testing, fse found flexvision slave images in the control room were displayed normally, and the flexvision video signal distribution unit was defective. Fse replaced the dl dvi splitter and downscaler. After the replacement of the dl dvi splitter and downscaler, the system was returned to use in good working order. These codes were updated based on investigation outcome.